Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged chronic sinus infections and nose bleeds. There was no report of patient any serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that the patient alleged chronic sinus infections and nose bleeds. The patient alleged of having brain damage. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The patient alleged chronic sinus infections and nose bleeds. Patient alleged of having brain damage. On the previously submitted report, clinical code 2277 was incorrectly added in section h6. Section b1, b2, h1 and clinical code, impact code are updated in h6 section in this report.